Manufacturer narrative:
Citation: morales d et al. Encouraging results for the contegra conduit in the problematic right ventricle¿to¿pulmonary artery connection. J thorac cardiovasc surg. 2006 sep;132(3):665-71. Doi:10.1016/j.jtcvs.2006.03.061. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding an evaluation of homograft conduit in subpopulations where the conduit have unsatisfactory results. All data were collected from a single center between january 2001 to august 2005. The study population included 76 patients (median age 1.6 years, median weight 9.8 kg), all of which were implanted with a medtronic contegra conduit (serial numbers were not included). Among all patients the reported survival at one and three years was 98.6% and 96.4%, respectively. A 17-day old infant with severe truncal insufficiency, cardiogenic shock and myocardial infarction underwent successful implant of conduit implant. At 32 days post-implant the patient presented with cardiac arrest and was resuscitated. Two days later the patient expired. Autopsy revealed a thrombus in the conduit¿s valved orifice, and also noted pre-existing endocardial ischemia and damage which accentuated the myocardial dysfunction that led to death. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: thrombus, severe stenosis, severe regurgitation, elevated gradients, pseudoaneurysm, and dehiscence. Some of these adverse events required intervention and/or reoperation as treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.